Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that during the implant of this right ventricular (rv) lead the lead did not pace and high out of range pace impedance measurements were noted. The lead was repositioned twice and the pacing system analyzer (psa) cables were changed, but the observations had not changed when it comes to this rv lead. A new lead was used with no problems. This rv lead will be returned for analysis. No adverse patient effects were reported.